Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed the tip of the lead was completely severed. Or confirmed a fracture of the lead tip approximately 40 centimeters (cm) from the terminal pin. The tip of the lead was not returned, as was reported from the field. Based upon the clinical observations and the laboratory findings, investigation determined the tip of the lead became detached/fractured due to a combination of factors including manipulation during removal/repositioning , lead design, and patient anatomy.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range pacing impedance measurements (greater than 2,000 ohms), noise, and is suspected to have a lead conductor fracture. Review of device data from latitude revealed the out of range measurements and noise, since (B)(6) 2020. The physician scheduled the patient for a lead extraction in the near future. The device remains implanted. No adverse patient effects were reported. Additional information was received that this right ventricular (rv) was explanted. During the explant procedure, the physician believed the lead to be stuck on something, and the lead tip broke in/near the svc, from the extraction procedure. The boston scientific representative noted there to be quite a bit of tissue on the tip that should have fit through the extraction sheath. A new lead was implanted. Besides surgical intervention, no additional adverse patient effects were reported. The lead is expected to be returned for analysis.

Manufacturer narrative:
The returned lead was inspected and analyzed. Visual inspection of the lead noted the lead tip had become separated and was missing. Stretching of the distal section of the lead was also observed, likely due to the explant procedure. The electrode tip had been pulled out of the distal end of the lead body. Previous investigations have shown that this type of damage can occur due to the removal of a lead through tight venous anatomy and/or the use of a pull-force exceeding 1.1 pounds. Outer insulation was cut and a portion of seal rings and terminal boot were shaved off. Other tests could not be performed due to induced explant damage to the lead body. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range pacing impedance measurements (greater than 2,000 ohms), noise, and is suspected to have a lead conductor fracture. Review of device data from latitude revealed the out of range measurements and noise, since (B)(6) 2020. The physician scheduled the patient for a lead extraction in the near future. The device remains implanted. No adverse patient effects were reported. Additional information was received that this right ventricular (rv) was explanted. During the explant procedure, the physician believed the lead to be stuck on something, and the lead tip broke in/near the svc, from the extraction procedure. The boston scientific representative noted there to be quite a bit of tissue on the tip that should have fit through the extraction sheath. A new lead was implanted. Besides surgical intervention, no additional adverse patient effects were reported. The lead is expected to be returned for analysis.